Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that she had two intraocular lens with a burr on it. Additional information was requested.

Manufacturer narrative:
The sample was not returned. A photo was provided of the lens in the eye. The area was indicated to be at the 2'oclock position. A 'burr' was not observed. A mark at the optic edge is observed in the indicated area. This may be edge damage with material from the damaged area on the optic. The product investigation could not identify a root cause for the reported complaint. The unknown iol was not returned to evaluate. Without lens information, it cannot be confirmed that the lens is an company product. A photo was available of a lens in the eye. The photo review did not identify a "burr" from the image. A mark was observed that may be possibly edge damage. Not enough information was provided from the account for further investigation. Follow up attempts were made to gain more information. No further information was provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).